Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer cse was not able to duplicate the problem. The cse inspected the device and replaced the compressor and water trap as precautionary action. The unit passed extended self testing.

Manufacturer narrative:
Customer service engineer did not find any error codes that suggest the ventilator stopped cycling while unit was on a patient.